Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was producing an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2017. The patient reportedly manages his diabetes with a combination of oral medication, diet and exercise. The patient denied making any changes to his usual diabetes management regimen in response to the alleged meter issue. An unknown number of days after the meter issue began, the patient developed the symptoms of "eyes heavy, heavy headed, trembling hands."  The patient denied receiving medical treatment due to the alleged meter issue. During troubleshooting the csr was able to resolve the issue with a retest. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.